Event description:
It was reported that during the procedure, the stylet failed to be removed from the right ventricular (rv) lead. The rv lead was replaced and the procedure continued with a new lead on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of stylet insertion/ removal issue was confirmed. A complete lead was returned in one piece. The cause of the reported event was due to dried blood in the inner coil inside the connector region. No other anomalies were found.